Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown product type: cardioversion system product ID: non-medtronic unknown product type: sheath product ID: non-medtronic unknown product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a thoracotomy procedure was performed to treat the effusion. It was also reported that the catheter inserted into the coronary sinus was a non-medtronic product.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after treatment, the catheter which was placed in the right ventricle (rv) was inserted into the coronary sinus (cs), and left atrium (la) voltage mapping was performed. After the mapping, coronary angiogram imaging was performed and there was a confirmation of the occurrence of pericardial effusion immediately before the procedure was completed. Pericardial drainage was performed. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.